Event description:
Warming unit reported have a burned power cord.

Manufacturer narrative:
Method: the unit involved was not returned to supplier, but a photograph was provided. Report filed after the 30 day period as a result of the definition of reportable events being adjusted. Cause could not be determined as the unit was not returned.